Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never experienced therapeutic effect since the pump was implanted. A volume discrepancy at the initial pump refill was noted: the actual residual volume was 40 mls. The expected volume was 4 mls. An alarm was heard but not confirmed by telemetry. Per the reporter, the hcp removed the drug and turned the pump off. The pt underwent a catheter dye study on (B)(6) 2011. Following the dye study, the pt experienced an infection. Per the reporter, the infection was not related to the pump. During the catheter study, the hcp indicated there was an area with a possible kink. There was a plan to replace the catheter on (B)(6) 2011. The drug used in the pump at the time of the event was lioresal. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.